Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for examination and review of device history records is not possible as the necessary product/lot code combination was not provided. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001822565 - 2019 - 01139. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the bow-tie reamers broke during case with no patient involvement. No further information is available at this time.